Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was seen in the clinic and attempted to connect the patient cable however it would not connect. Upon inspection of the white power cable, there is a bent pin. The system controller was exchanged. No additional information reported.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a bent pin in the white power connector was confirmed during analysis. Visual inspection of the returned system controller serial number (B)(6) revealed one bent pin inside the white power connector. The bent pin is associated with one of the two redundant negative power lines in the white power cable. Although the bent pin appears to be a result of misalignment during connection, a specific root cause was not able to be conclusively determined during analysis. This issue will continue to be monitored for similar events. No further information was provided. The manufacturer is closing the file on this event.